Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site name), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). Due to character limit in block e1 event site full name is temple university hospital. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. After running several tests, the fse replaced the safety disk (0202-00-0140). The fse performed a full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a leak alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.